Manufacturer narrative:
H10: h3, h6 the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found a minimum of 10 devices will be tested to ensure accurate representation of the implant population. Implant bridge strength us specified. A visual evaluation showed that the device was returned in the original packaging with the batch number of the complaint on the labels. A partial t was returned with most of the suture. The partial implant is unidentifiable as either a t1 or t2. The other implant has been cut away. The actuator is in the pre-t2 position. There is bio debris in the needle and on the handle. Based on the condition of the product material found during visual inspection, additional material testing is not required. A functional evaluation showed that the device cycled as intended. If the remaining cut away portion of the implantable ts were left insitu, the body will likely capsulize them, not causing a major issue. Therefore, micro-motion/migration of the implantable anchors is unlikely. Since no further harm to this patient is anticipated, no further clinical medical assessment is warranted at this time. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.

Event description:
It was reported that, during a meniscus repair procedure, at the time of introducing the fast-fix 360 suture in the meniscus, and after previously positioning the cannula to lower the first point, the t1 implant did not fixed in the tissue. The t2 implant did not fixed in the meniscus either, the specialist decided to remove part of the implant. The surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported. Preliminary results of investigation found that a partial t implant was returned deformed and not complete. The partial implant is unidentifiable as either a t1 or t2. Additionally, the other implant has been cut away which means a medical intervention was required.

Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during a meniscus repair procedure, at the time of introducing the fast-fix 360 suture in the meniscus, and after previously positioning the cannula to lower the first point, the t1 implant did not fixed in the tissue. The t2 implant did not fixed in the meniscus either, the specialist decided to remove part of the implant. The surgery was resumed, after a non-significant delay, with a back-up device. No further complications were reported. During investigation it was found that a partial t implant was returned deformed and not complete. The partial implant is unidentifiable as either a t1 or t2. Additionally, the other implant has been cut away which means a medical intervention was required.